Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 06/02/2016. The fse found that solenoid valve vl15 was faulty and was causing the leak. The fse replaced solenoid valve vl15, which repaired the leak. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a leak from the baths of the coulter act diff analyzer. The volume of the leak was about 1 cup and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.